Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed a precision run, and all results were as expected. The customer ran service methods on the instrument, which passed. No other patient samples were affected. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting falsely low. The sample was repeated twice on an alternate dimension vista instrument, resulting higher. The corrected result obtained on the alternate dimension vista was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.